Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance during advancement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Based on the information provided, the lesion was moderately tortuous, heavily calcified and 99% stenosed, which likely contributed to the reported difficulty. Furthermore, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion as resistance was encountered, such that the balloon ruptured upon inflation attempt. Ultimately, return of the min trek may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this event, the reported difficulty crossing/physical resistance appears to be related to circumstances of the procedure. However, without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that during a distal circumflex stenting procedure, resistance was felt during advancement of the 2.0 x 20mm mini trek balloon due to the heavy calcification. During the first inflation, the mini trek balloon ruptured at 14 atmospheres. A xience stent was successfully implanted and the lesion was post-dilated with a non-abbott balloon. There was no adverse patient sequela. Although requested, there was no additional information provided.